Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
A retrospective review of available programming and diagnostics data within the manufacturers programming history database found that this patient's device had registered high impedance. Attempts for further information regarding the issue have been unsuccessful to date.